Manufacturer narrative:
Device evaluation: the driver was returned for evaluation. Visual examination confirmed approximately 3mm of the tip had broken off. Fracture surface analysis revealed a fairly flat fracture and circular material flow, consistent with torsional overload. Plastic deformation was noted immediately below fracture surface.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that during the final tightening, tip of torque indicating driver was broken. The broken pieces are retrieved all fr agment. No patient complication was reported.